Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was unable to communicate with the external devices after the patient underwent a surgical procedure on (B)(6) 2020. During the surgery, the ipg was not set to surgery mode and electrocautery was used. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Additional information: h6 - method code: 4112 has been added. H6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.